Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken/damaged tip at the probe unit could not be identified. The event can be detected/prevented by following the instructions for use which state: warning do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted the tip was broken at the probe unit. It was also noted that the bending section rubber glue was cracked. The forceps passage had a leak and the image olympus endoscope system had a red crack. There was also a leak at the biopsy channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii ultrasonic bronchofibervideoscope tip was damaged. The piece was included with the device. There were no reports of patient harm associated with the event.